Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was discovered that the right ventricular lead exhibited elevated thresholds and loss of capture was noted at maximum output. The lead was capped and replaced (B)(6) 2019. The patient was stable before, during, and after the procedure.